Manufacturer narrative:
Additional information: imdrf annex a,b,g,c,d grids. Correction: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, manufacturer narrative. Omit: b17-device not returned, g07001 - part/component/sub-assembly term not applicable, c20 - no findings available, d15 - cause not established. Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8100 lvp was affected by plastic recall. There was no reported patient involvement.

Event description:
It was reported that an 8100 lvp was affected by plastic recall and air in line recall. There was no reported patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that an 8100 lvp was affected by plastic recall. There was no reported patient involvement.